Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on 21-jun-2015 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2008. Consumer began having medical problems within the year and suffered in pain and swelling. Her physician said it was her ovulation and it would get better. Her periods were out of wack and she started getting severe pains in legs and abdomen. Again, she was told it was something else. In 2010, she began having days where walking was a task and it took everything to even get out of bed. Having 3 children and working full time, she had to make it. From loss of sexual desire to losing my hair, to boils and unexplained bruises. She was suffering with pelvic pain and numerous infections, and not to mention weight gain in her stomach. Countless doctor visits and lab work were uncertain. She could barely walk and could not get the weight off her stomach; she was always tired and had the constant feeling of balls in her left side. Tests were done for liver, and kidneys, and intestinal. All were clear. She was tested positive on pid (pelvic inflammatory disease) and severe infection associated with a mass/and or rejection. She was treated with pain medications. She stated that something was discovered in her CT (computerized tomogram) but not sure what. Her biggest concern was that recently found out this product is made of nickel. When she decided on getting it, she was told and assured it contained only titanium. She can't handle nickel due to an allergy and stated that this explains the burning and sores and loss of hair. She was trying to get essure removed. Ptc investigation result was received on 25-jun-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number or complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on 22-jul-2015 follow-up attempts have been completed, with no response to date. Case closed. Follow up information received on 08-oct-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (FDA-2014-n-0736-1316). The consumer reported she was unable to tie her own shoes for months. One week prior to this report she had a hysterectomy done and now is able to put on and tie her own shoes with no help at all. Result and assessment of the product technical complaint investigation received on 20-oct-2015: this adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was tested positive on pid (pelvic inflammatory disease) and had sores (interpreted as pain nos). These events are serious due to medical importance and listed in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this case, this event probably occurred after 4 weeks post essure insertion. Therefore, a causal relationship between this event and suspect insert can be excluded. Also, uncharacterized pain may occur during essure use. Thus, considering the event's nature and suggestive temporal relationship, causality with suspect micro-insert cannot be excluded previously this case was regarded as non-incident. Upon receipt of follow up information, it was stated an intervention was required (hysterectomy). Therefore this case was upgraded to incident. Additionally, non-serious events were reported. The product technical analysis concluded there is no relationship between the reported medical event(s) and a quality defect. Despite follow-up attempts, no further information was obtained.